Event description:
It was reported that a cartridge alarm 1 occurred and the pump touch screen was unresponsive. The customer's blood glucose level was 110 mg/dl. A cartridge change was performed resolving the issue. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.